Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h8, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord is sticky and no image was found. A root cause could not be identified. Based on the results of the investigation the most probable cause of the customer reported failure was not found. The most probable cause of no image was due to corrosion on electrical connector. The most probable cause of sticky universal cord was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had flickering image. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.